Event description:
It was reported that in (B)(6) 2010, the pt experienced an overstimulation sensation, in the wrong location, while the stimulation was turned on. It was later reported that the pt tripped and fell on the left side three times in one day. It was noted that the pt's implant was located on the left side. The pt was seen in the emergency room, but nothing wrong was found. The pt contacted the health care provider (hcp) to report severe pain which shot "up the spine" and also into the pt's hip from the implant. The pt was redirected by the hcp back to the emergency room. Again, nothing was found to be wrong with the pt. No further details or pt outcome were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Caller reports lancet protrudes beyond the end cap of the safe-t-pro device. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).